Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: event date is date valid h3: analysis found cable insulation is tape around at donut end. Cable insulation got hot at donut end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the reason for the call was to facilitate a meeting with the manufacturer representative (rep) to address therapy related issues. The patient reported that they are in so much pain, so doing their daily activities is "horrible" and "miserable". The patient stated that are exhausted from taking pain pills, the ins is not charging, and every day the ins doesn't work (to provide therapeutic relief), they get further behind in their daily life. The patient noted they have "lost so much over it" because they cannot work. The patient noted that the "weird things" that come from the controller occurs every now and then. The patient stated that the manual instructs the patient to use the recharging belt, but the recharging belt will not work because it doesn't get the recharger telemetry module (rtm) close to their skin. The patient noted the issue has been since date of implant, but has been bad in the last few months. The patient stated that they have spoken to the rep about the charging issue, and was instructed to do further troubleshooting, but never resolved the issue.  The patient just stated november 30th the ins wasn't charging right and the last time they spoke to the rep was june 22nd, but indicated they spoke to the rep before then. Patient services is reaching out to the field for further assistance. Additional information was received from the manufacturer representative (rep). After meeting with patient, they determined that her recharging paddle was not functioning properly. They switched out recharging paddle and was properly connecting. Inspecting the remote everything seemed to work as it should. Rep believed the issues were resolved and patient's weight was unknown. From rep's understanding, she isn¿t going to a pain management facility for routine checks. Additional information was received from a patient (pt). It was reported that they had trouble with the implantable neurostimulator (ins) from the very beginning and said their ins was tilted in the pocket. Pt said they had been meeting with manufacturer representatives (rep) throughout their experience with the ins since implant date, but the reps never trained the pt and did not help the pt. Pt said they kept on being redirected and were not receiving the help they needed. Pt said the experience and frustration of working with healthcare providers (hcp) who would not help and reps who would not help caused the pt to be depressed and seek out counseling. Pt mentioned their screen had cracked on the controller and pt had trouble charging the ins and had to hold the paddle against their skin to make the paddle charge the ins. Pt reiterated details of case and mentioned they had recent spoken to a different via phone who was much more helpful and had redirected the pt to patient services (pss) for replacement equipment. Pt said they had "dropped leg" and had a prosthetic on their dropped leg and mentioned they had fallen at one time which resulted in the controller cracked screen. Pt mentioned they had to go to the ER at one time to get a spherical object looked at in their back. Pt said the hcp put the wrong thing in their back. Pt said their ins had not worked since they got it. Pt had their spine stretched at one time and was in physical therapy for their stretched spine. Pt also mentioned they did not know a lot of information about the device because they never got a manual (pt mentioned scuba diving as an example of things they did not know). Pt said they even had 2 procedures that stripped the memory off their ins device and had met with mdt reps 3-4 times without results. Pt said they took "gabapentin and narco" but took lower doses of these drugs to work together with theirins therapy, but since their therapy was not working, taking lower doses left the pt in pain. Pt said their ins was placed wrong and was on their side at an angle. Pt said they spent 3 hours in the past trying to charge the ins; pt said even a single breath could make the ins stop charging. Pt said "it does not tell me when I have lost connection." Pt mentioned a nerve conduction test and felt the hcp and mdt reps had "experimented on them." Pt said they could not get a recent MRI because they could not go into MRI mode because their ins would not charge up and the controller screen would not respond to touch. Pt was resistant to troubleshooting on call. Pt said they had "injured their internal organs" and their face was "cracked." Pt was all over the place on the call and their reason for call was not clear. A replacement controller and recharger (rtm) were sent out.